Event description:
It was reported that this right ventricular (rv) lead was part of the erosion issue experienced by the patient. No additional adverse patient effects were reported. Currently, the rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).